Event description:
Patient presented with unexplained pain.

Manufacturer narrative:
This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since its only indicated to be used as a hemi in the us at this time. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.